Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "bad screen" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that a 803:07 failure code was the last problem to occur prior to device evaluation and determined the cause to be the result of a faulty phm. The phm was replaced to correct this condition. The device has been previously sent into service for the reported condition of "bad screen." The main display was replaced during the previous service to correct this condition. A device history record review was performed, and no abnormality was observed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad screen. This condition has the potential to cause an interruption of delivery. This condition was found in the biomedical service department during testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.